Event description:
It was reported that a patient's implantable neurostimulator (ins) "stopped working several years ago". It was stated that the patient "woke up in pain" and that she could not lie on her back. It was reported that the lead site, length of the lead, and the pocket site were swollen. It was reported that these areas were not itchy or red, but painful the touch. Further information has been requested, however; none was available at the time of this report. If more information is received a supplementary report will be sent.

Manufacturer narrative:
Product ID: 3888-28, lot#: l39133, implanted: (B)(6) 1996, product type: lead; product ID: 3888-28, lot#: l39133, implanted: (B)(6) 1996, product type: lead; product ID: 3272-51, serial#: (B)(4), implanted: (B)(6) 1996, product type: receiver. (B)(4).